Event description:
The customer reported that during partial gastrectomy an end tone, indicating a completed seal cycle, was heard, but the surgeon felt the device did not seal the tissue completely. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.